Event description:
Left colectomy procedure. Cs29 dlu had difficulty achieving firing range. Device was fired at outer end of range; a sound was heard at the end of the firing sequence when the anvil was opening for removal. Dlu easily removed; donuts were satisfactory, however a large hole was observed on the right portion of the anatomosis. Anastomosis redone with competitive device.